Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. Avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level, blood or saline may leak from the introducer hemostasis valve during insertion. Leaking of blood or saline from the valve is a sign that the introducer is not filled with air and is safe for catheter or dilator insertion.

Event description:
During an atrial fibrillation procedure, air bubbles were noted in the sheath. The agilis 13fr medium curl sheath was opened according to IFU and flushed appropriately. The dilator was inserted according to IFU after flushing. The physician used the sheath and dilator to go transseptal with a non abbott (baylis versacross) wire as normal, advancing the dilator and sheath across the septum into the left atrium (la). After removing the dilator as normal and then advancing the non abbott (farapulse) catheter into the sheath handle and aspirating, it was noticed that there were air bubbles in the sheath. Despite numerous attempts to remove the bubbles, more air seemed to be pulled from the sheath. This sheath was removed and another agilis was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269.